Event description:
It was reported that in a fast-fix 360 both t1 and t2 deployed at the same time. No patient injury reported.

Manufacturer narrative:
Visual assessment showed no ts or sutures remain on the insertion needle but were returned. Examination of the construct showed t2 is missing; t1 is missing its distal end. The actuator is at it post t2 deployment position indicating a complete deployment. The needle is bent on two planes. The device was functionally tested for proper actuator advancement and cycling and was found to function. Intentional or unintentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. Use error may have been a contributing factor to this event.